Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). A suture needle was returned evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the surgery prolonged to allow removal of the needle? How large was the surgery cut extended to allow removal of the needle? Did the patients post op care change as a result of enlargening the surgery cut or as a result of prolonged intervention time? What was the size of the needle piece that broke off (was more than half the needle broken? Was any piece of the needle retained in the patient? What was being done when the needle broke? Update to patient current condition. Was there any adverse patient outcome? Will the actual sample be returned for evaluation? Will any unopened samples of the same lot be returned for evaluation?

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2018 and suture was used. During the procedure when closing a pleural drainage, the needle broke. The needle was held under the skin. Consequently, the surgeon had to enlarge the surgery cut allowing removal of the needle. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A paper lid and a needle piece and a suture piece of product code (B)(4) were returned for analysis. During the visual inspection of sample, broken needle was noted in the swage area. Also, there are slight marks on the broken area. The suture piece was examined and there was a needle piece attached in the suture (swage area) could be observed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The assignable cause of the broken needle cannot be concluded and an additional evaluation is necessary.